Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were symptoms related to the customer's high blood glucose levels included vomiting and nausea. It was reported that the customer was wearing the insulin pump at the time of hospitalization. The customer was treated at the hospital. The customer was released from the hospital a week after. In addition, the customer also reported that the insulin pump was not working and had no delivery alarms. Troubleshooting was performed. The customer stated that the insulin did not exit. Customer stated they were able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer stated that the insulin did not exit the tubing. Cust even tried new reservoir. Customer states they have another reservoir for testing. The customer was advised to try a new reservoir with the current set and to rewind pump. The customer stated that the insulin pump alarmed no delivery during the manual prime. The reservoir was not returned for analysis.